Manufacturer narrative:
Exemption number e2017014. (B)(4). The system was checked by a siemens service engineer and found to be operating within specification. The complete examination of the patient's shoulder, c-spine, t- spine and hip lasted 140 min with an active scan time of 65 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 99% of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 69.7 wmin/kg which is below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). It was determined the rf burn was caused by the presence of clips at the patient's thorax. In general, an mr examination is contraindicated for patients with electronic or electronically conductive implants or metals, especially those containing ferromagnetic foreign matter. This is explained in the magnetom aera, skyra operator manual - mr system syngo mr e11, pages 22. (B)(6).

Event description:
It was reported to siemens that a patient suffered an injury following examination on the magnetom skyra system. A sedated patient underwent four different studies. After examination, two second degree blisters were observed on the patients abdomen, approximately 5cm and 3cm in diameter. The patient was treated with a chamomile compress and antibiotic spray by a nurse.